Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
The patient reported that the keypad buttons have been slow to respond for the (B)(6), and now require multiple hard presses to obtain a response. She noted that the buttons intermittently click and spring back. The patient denied physical damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that she wears the pump in various places.